Manufacturer narrative:
Quality assurance evaluation, batch e88963b: quality assurance results were received which confirmed that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Third degree burn [burns third degree]. Consumer used product direct on skin for 8 hours; did not read leaflet [device misuse]. Case description: information was received from a pharmacist regarding a female consumer of (B)(6) of age in (B)(6) who used a thermacare lower back and hip (8hr) heatwrap transdermally for unknown indication. At an unknown time, the patient applied a heatwrap. She then developed a 3rd degree burn (burns third degree/third degree burns). It was noted that the patient had applied the heatwrap directly onto the skin for 8 hours (device misuse/device misuse) and did not read the information leaflet. At the time of reporting the event outcome was unknown. On (B)(6) 2011, quality assurance results confirmed that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Medical history and concomitant medications were not provided. No other information was provided. Third degree burns (B)(4). Device misuse (B)(4).